Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). It was reported that during a preventive maintenance the cs300 intra-aortic balloon pump (iabp) unit failed drive manifold test. Getinge field service engineer (fse) found the unit and it failed the drive manifold test.replaced drive manifold. No patient involvement , with a reported unit failure of a failed drive manifold test. The defective components were received for further investigation. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications and the cs300 service manual . This part passed all tests. Fat could not verify the reported failure of the failed drive manifold test. Retaining the part in the failure analysis and testing department .the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.